Event description:
The customer called to report high blood glucose levels for the past several weeks. The customer stated that he was hospitalized for high blood glucose with a reading of 520 mg/dl. The customer stated that he had a severe sinus infection and had a heart attack due to the high blood glucose levels. Troubleshooting revealed that the customer has been on insulin pump therapy for three weeks and he always gives the same amount of insulin for his meals no matter what his blood glucose reading is. The customer stated that he never treats for his blood glucose levels, only when he eats. The customer was assisted with an infusion set change and found that he had been removing the o-rings from the reservoir plunger prior to inserting it into the insulin pump. Advised and educated the customer on proper bolusing and handling of the reservoir.

Manufacturer narrative:
The insulin pump passed the functional test including the displacement, rewind, occlusion, prime and excessive no delivery alarm tests. No moisture damage was noted on electronic or motor assembly.